Event description:
Customer stated that the insulin pump alarmed button error. Customer removed the battery and the insulin pump does not respond. Customer has called the paramedics for assistance with low blood glucose. The blood glucose reading at the time of the event was 36 mg/dl. Customer was asleep and boyfriend tried to wake her up; customer was awake. When the paramedics arrived the blood glucose reading had increased. The current blood glucose reading is 95 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.